Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result on one (1) patient sample obtained on an atellica ch 930 analyzer. Additionally, the customer performed repeat testing on 10 random patient samples (data not available), all of which showed consistent and expected results. Quality control (qc) performance was reviewed and found to be within acceptable limits. Siemens is investigating the event.

Event description:
The customer reported to siemens an erroneously elevated hemoglobin a1c (a1c_e) result obtained on one (1) patient sample on an atellica ch 930 analyzer. The erroneously elevated patient result was reported to the physician and questioned. The same sample, along with a redraw was reprocessed on the next day on an alternate atellica ch 930 analyzer. The same lower result was obtained for both repeats, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated enzymatic hemoglobin a1c (a1c_e) result.